Manufacturer narrative:
Article: modified nasotracheal tube for rescue from airway obstruction author: wei-hung chan, chen-hwan cherng, chun-chang yeh, hsu-kai huang and wei-cheng tseng source: hong kong journal of emergency medicine 2020, vol. 27(2) 118¿120 year: jun 6, 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, a small nasotracheal tube with the size of 6.8mm was selected to perform the initial attempts via the nasal route under the guidance of the fiberscope. However, the optimal insertion depth could not be achieved due to insufficient length below the curvature of the inserted tube. Therefore, an oral endotracheal tube with the size of 6.9mm replaced the traditional nasotracheal tube, and was successfully placed and fixed at the mark of 23 cm. A proximal part of the initial nasotracheal tube was connected, which was cut at the curvature (the mark of 18cm), to the end of the oral endotracheal tube outside the nostril, as there is a possibility of prolonged nasotracheal intubation, considering the connector of the oral endotracheal tube close to the patient's nasal ala. Article: modified nasotracheal tube for rescue from airway obstruction author: wei-hung chan, chen-hwan cherng, chun-chang yeh, hsu-kai huang and wei-cheng tseng year: jun 6, 2019.